Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were air bubbles in the tubing and the reservoir was vacuumed in with pockets of air. The event occurred while use with patient at patient home. The operator of the device was health professional. There was patient involvement with no patient harm.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Correction: this supplemental was generated to capture the ongoing recall information: h7. If remedial action initiated: recall. H9. Correction/removal report no: z-2419-2024, z-2421-2024.